Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, suffering and debilitating symptoms') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (still have cervix and ovaries, coils taken off). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, suffering and debilitating symptoms') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (still have cervix and ovaries, coils taken off). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, suffering and debilitating symptoms') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("my teeth and gums were so bad"), memory impairment ("essure had messed up with memory") and gingival disorder ("gums are so bad "). The patient was treated with surgery (still have cervix and ovaries, coils taken off/hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the tooth disorder, memory impairment and gingival disorder outcome was unknown. The reporter considered gingival disorder, memory impairment, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, memory disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event my teeth and gums were so bad was added. Reporter was added. On (B)(6) 2020: fu3 and 4 processed together social media received. New event essure had messed up with memory added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.